Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient believed her pump was failing to deliver medication properly. She experienced withdrawal symptoms several times throughout july, including intense sweating, chills and nausea. She had been to the emergency room (ER) and she had seen her doctor who didn't think it was the pump. She was "tired of being sick," and wanted a new pump. She noted she has a refill scheduled for (B)(6) 2020 to see if the correct amount of medication remains in the pump. The patient was redirected to follow up with her doctor. No further complications were reported.